Event description:
Multiple failures of pads adaptor cable (m1750) during procedures. A total of three cables over a six month period experienced the same failure mode. The defibrillator in use would in error misidentify the cable attached as an internal paddles cable instead of a pads adaptor cable. The result was a screen display message of "paddles" instead of "pads" and inability of the user to deliver requested number of joules to the pt. This results because an internal paddles cable limits the defibrillator to a 50 joule maximum output.